Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker went into back up mode. No intervention was performed. The patient was in a stable condition.